Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump made an unexpected motor noise during rewind due to a faulty motor. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was going higher instead of lower after delivering insulin. Customer stated that this morning her blood glucose was 110 mg/dl and she gave herself 10 units to try to get it below 100 mg/dl before breakfast. After breakfast, her blood glucose was up to 128 mg/dl. Customer stated that during bolus delivery, she noticed that the pump was making a loud noise. Customer stated that the bolus history shows the right amount was delivered but she does not feel like it was delivering at all. Customer stated that the drive support cap looks normal. Customer did not have any alarm present in the alarm history. Customer was advised that the pump will need to be replaced.